Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was accidentally dropped, resulting in a fractured screen and a nonfunctional device, and the user was instructed to revert to backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included continued diabetes management using backup therapy and continued use of the user¿s cgm. Investigation included review of the incident details and coordination for device return. The returned device was received. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, which rendered the pump inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.